Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a cannula/ introducer fractured event on 06-jul-2025. The insertion site was the abdomen. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - revision (B)(4) of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4) complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007598, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007598 was manufactured according to the work instruction (wi) version 79 and manufactured in the machine multivac 12 on 17/jun/2024, with a total of (B)(4) units. Assembly: the lot 4e05954 was assembled according to (wi) version 27 on-line inspection for assembly of quick set on 15/jun/2024 with a total of (B)(4) units the lot 4e05955 was assembled according to (wi) version 27 on-line inspection for assembly of quick set on 15/jun/2024 with a total of (B)(4) units the review of the device history record (DHR) revealed that during outgoing test 9, one extended sampling was raised: one for delamination. One extended sampling was accepted. Therefore, the device history record (DHR) confirms that all required tests related to the process were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one extended was raised during the process unrelated to the malfunction reported, therefore, no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.